Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the tissue on a laparoscopic sleeve gastrectomy, the stapler was unable to fire even after pressing the green button and squeezing the handle. Another stapler is used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the tissue on a laparoscopic sleeve gastrectomy, the stapler was unable to fire even after pressing the green button and squeezing the handle. Another stapler is used to complete the procedure. There was no patient injury.